Event description:
After deployment of the smart control nitinol stent system stent, some parts of the stent were distended, and some of the stitches were broken. The device remained implanted in the patient and, therefore, will not be returned for analysis. There was no pt injury reported.

Manufacturer narrative:
This product is not available for analysis as stated. Additional information will be provided within 30 days of receipt.